Manufacturer narrative:
Concomitant product: snare, unknown make or model. Investigation evaluation: five of the products said to be involved were returned in an open pouches from the lot number provided in the report. The label matches the products returned. One of the devices was returned without the clip. One of the devices was returned with the clip not attaced and the detached clip was in a clear open pouch. One of the devices was returned with the clip deployed onto a foam piece. Two of the devices were returned with the clip attached. The report described that two (2) of the five (5) devices returned were used while the other three (3) were prior to use. The first device was used and returned with the clip not attached. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because all the device components (particularly the clip) were not included in the return. (The information received indicated this clip was not saved during the procedure). During a functional test, the device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. The drive wire remains attached inside the handle. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The second device was used and returned with the clip not attached. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The clip was returned detached and was returned in a clear pouch. During a functional test, the device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, returned clip and coil catheter (distal end device components) showed no deformities or signs of damage. The drive wire remains attached inside the handle. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The third device was not used on the patient. The clip was returned not attached and was attached onto a foam piece. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described. During a functional test, the device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, returned clip and coil catheter (distal end device components) showed no deformities or signs of damage. The drive wire remains attached inside the handle. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The fourth device was not used on the patient. The clip was returned attached. Our laboratory evaluation could not confirm the report. The device was visually inspected for defects that would cause premature clip deployment, however, none were observed. The device was then advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. The clip was successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore this device functioned as intended. The fifth device was not used on the patient. The clip was returned attached. Our laboratory evaluation could not confirm the report. The device was visually inspected for defects that would cause premature clip deployment, however, none were observed. The device was then advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. The clip was successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore this device functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. Furthermore, the unused devices were successfully passed through an endoscope and deployed on simulated tissue indicating this device functioned as intended. A definitive cause for the reported observation could not be determined. The instructions for use state to "verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter." The instructions for use then state to "close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use also caution the user that the "endoscope must remain as straight as possible when inserting or withdrawing the device." The instructions for use state "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During separate colonoscopy procedures on the same day, the physician used two (2) cook instinct endoscopic hemoclips. Both cases were identical. During the colonoscopy, a polypectomy was performed and a clip was required to achieve hemostasis. Both times, the clip prematurely deployed while being advanced down the channel of the endoscope. The catheter pushed the detached clip out of the endoscope and the clip was retrieved using a snare. In both cases, the nurses operating the clip were very experienced and did not have their hand on the spool or their thumb in the thumb ring. Both nurses held the device handle at the bottom where the red marking is located. The physician, as well as the nurses, have been using this device regularly for at least one (1) year. Three additional prior to use devices were also included in the return.